Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem comp #7l-cem; cat#5515f701; lot#b676n, triathlon prim cem fxd bplt #7; cat#5520b700; lot#b2t7b, triathlon symmetric x3 patella; cat#5550-g-391; lot#p148, simplex p with tobramycin 1 pack; cat#6197-9-001; lot# mjx096, simplex p with tobramycin 1 pack; cat#6197-9-001; lot#mjx096. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage one revision of patient's left knee was performed due to infection.